Manufacturer narrative:
(B)(4) (will not tightened). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar canal stenosis, levels implanted: l4/5, procedure:tlif it was reported that, intra-op, when a flexible arm was prepared for using a quadrant the flexible arm could not be fixed. Product came in contact with the patient. No patient complications were reported. It was reported bearing (plastic) part of the product that hospital purchased was damaged.